Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with biliary stent placement performed on (B)(6) 2013. According to the complainant, during the procedure, the stent was deployed but did not reach the common bile duct, the physician felt the stent appeared shorter than it should be. The physician noted that the apparent length discrepancy may have been due to patient anatomy. The stent was left implanted and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.